Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. The investigation could not verify the reported issue. The software was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump may not be calibrated correctly. There were no injuries or adverse events reported.

Event description:
Additional information received indicated that the malfunction did occur during therapy and the infusion was life sustaining. It was also reported that the patient did receive the rest of infusion. The malfunction it self was also reported to not have caused any medical harm to the patient.